Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated, and a cause for the reported gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one of the gripper arms would not lower all the way. Several attempts were made however the gripper arm stull would not lower therefore the device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.